Event description:
The olympus cysto-nephro videoscope was returned to the service center with a report of switch no.1 intermittently that does not work. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During the inspection of the device, stickiness is present on the grip, stickiness on the universal code, stickiness on the connecting tube protector, video cable has stickiness, and sticky residue on the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.